Event description:
Patient completed dialysis treatment without any noted problems. 6 hours after treatment, at the nursing home, patient complained of shortness of breath and hypotension. Patient was sent to the hospital, diagnosed with hemolysis and admitted. Hemoglobin dropped from 12 to 7.5. Patient received a total of 4 units of packed red blood cells during their stay in the hospital. Patient remained in the hospital for over a week, discharge date is unknown.